Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 11,274 joules of use; it was additionally reported that the fiber was kept clean and proper bladder irrigation was maintained. The fiber was exchanged and the case completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber cap was found to be distorted/ melted and drilled through; visible contamination inside the cap and detritus on the exterior was also observed. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.